Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary three open 31g x 5mm pen needle samples and three photos were returned from an unknown lot. No. Cat. No.320129. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the remaining two samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 6 bd pen ndl 31ga 5mm needles were unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter : the patient reported that the drug did not come out because the needle npe was broken.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 6 bd pen ndl 31ga 5mm needles were unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter : the patient reported that the drug did not come out because the needle npe was broken.